Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a new mr340s infant reusable humidification chamber had cracked at the outlet port. This was noticed during testing on a ventilator, prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr340 chamber was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that the base of the chamber port was cracked. A lot check revealed no other complaints of this nature for lot number 101122. Conclusion: the mr340 chamber is a reusable humidification chamber. All mr340 chambers are visually inspected before leaving the production line and those that fail are rejected. This suggests the crack on the returned chamber occurred post production, possibly during transportation. (B)(4).

Manufacturer narrative:
(B)(4). The complaint mr340s infant reusable humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a new mr340s infant reusable humidification chamber had cracked at the outlet port. This was noticed during testing on a ventilator, prior to patient use.